Event description:
It was reported that during percutaneous transluminal coronary angioplasty (ptca), a shaft break occurred. The 80% stenosed lesion being treated was located in the moderately tortuous, mildly calcified mid circumflex (cx). The lesion was predilated with an apex balloon, inflated to 6 atm for 10 seconds. The physician attempted to deploy a 3.0x23mm promus stent, however, the balloon ruptured upon the first inflation at 8 atm's. The stent was deployed and the stent delivery system (sds) was removed without incident. Then the physician attempted to post dilate using a 3.0x15mm quantum maverick balloon. The quantum maverick balloon was advanced once and inflated successfully. Upon the second advancement, the shaft broke. The device was removed without incident. The procedure was completed with a 3.5x12mm quantum balloon. No pt complications were reported. Pt status reported as "fine".

Manufacturer narrative:
(B)(4).